Manufacturer narrative:
Concomitant medical devices: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional reported that the lead wire had corroded and was sticking out. They did not know why the lead was corroded but it was not something that the patient did. The entire system was removed. It was believed that the items were discarded.

Event description:
The consumer reported that her interstim fell out and she was getting a new one implanted on (B)(6) 2016. The previous system was fully removed. The patient was indicated for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.